Event description:
Problem with acuvue oasys contact lenses. Patient experienced excessive tearing on occasions, causing hazy vision or a "film" that would not dissipate until contacts were removed. Also experienced significant sensitivity to light and eye discomfort. Patient was later diagnosed with giant papillary conjunctivitis. Contacts were used as prescribed. Patient did not exceed 30 day wear period; followed good cleaning and maintenance practice. Patient was instructed by doctor to discontinue use of acuvue oasys lenses, stating this was a "common side effect of these lenses."